Event description:
It was reported that after implant, the implantable neurostimulator (ins) migrated, started to come out on its own, and was exposed. The patient was bleeding very badly. The ins and lead were involved in the event. Troubleshooting was done, surgery was done to resolve the issue, and the device was removed two days post-implant. The cause of the event was not determined. The patient recovered without permanent impairment and they were going to try to implant the patient again, but an implant procedure had not been scheduled.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0q8z9, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).